Event description:
It was reported that, when the customer conducted a pre-use air leak check on the product, the anesthesia device issued an air leak alarm. No patient injury was reported.

Manufacturer narrative:
UDI and 510k are unknown; no additional information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received in used conditions without its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches under normal lighting; no damage was detected. Functional test: a leak test was performed; the anesthesia circuit did not pass the leak test. The most probable root cause of the issue was deemed to be manufacturing-related. Action(s) taken to mitigate the reported issue(s): a corrective and preventative action has been opened to address the reported issue.